Event description:
A malfunction alarm was reported, which occurred while the customer was receiving a cartridge alarm. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information, assisted the caller in resetting the pump, and advised the customer to continue using the pump. The customer was instructed to call back if the malfunction code recurred, and the caller acknowledged and understood these instructions.